Event description:
Reported as a band aneurism. The device was replaced to a vg and a low profile port. Additional follow up finding the device was filled over the specified amount that is addressed in the device labeling.

Manufacturer narrative:
Taper ii. Visual examination of the returned device cannot determine the access port tubing connector because the port was not returned with the band. Based upon the implant date and the model type provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.